Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneous results for carcinoembryonic antigen (cea) for two patient samples assayed using the access cea reagent on an access 2 immunoassay system. The patient results were reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that the system checks performed on (B)(6) 2011 had passed all specifications. In addition, quality control results from three levels of quality controls were within established ranges at the time of the event. The customer inquired about sample storage specifications when assaying for cea. Bci communicated to the customer that if improper sample storage is suspected, then a redraw of the patient and a repeat assay for cea is recommended. Bci dispatched a field service engineer (fse) on (B)(4) 2011 to the customer's site. The fse replaced 14t bearings on the mixer, the peri-tubing, and the aspirate probes. The fse performed verification activities and all results met performance specifications. A definitive root cause has not yet been determined for this event.

Manufacturer narrative:
Erroneous data generated. A definitive root cause has not yet been determined for this event.